Manufacturer narrative:
D10: concomitants: (B)(6) 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6) 180-01-56 - nv crown cup clstr hole 56mm group 3. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-35 - alteon 6.5mm screw, 35mm. (B)(6) 188-01-11 - wedge plasma x/o sz 11. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 6 years and 5 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left total hip replacement. The abductor muscle belly was retracted, aspirated through the hip capsule and obtained 20 ml of serosanguineous fluid that was sent for cultures. There was an obvious adverse local tissue reaction with a lot of brown villonodular synovitis throughout the wound. A thorough synovectomy as the case proceeded and sent tissue for culture and also tissue for pathology. The hip was rotated and tucked the trunnion posteriorly and exposed the acetabulum. Debridement of the adverse tissue and the synovitis was completed. The rim had poly wear. There was osteolysis around the screw holes, greater on the posterior side.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, and investigation clinical codes.